Event description:
"Cracked but location of the crack is unknown" as documented on note from nurse enclosed with returned sample. Loss of 8-10 ml of blood. Attached to a central line. Infusion of tpn and lipids for 16 hrs and 5% dextrose for 8 hrs. Device changed every 3 days. Age of this device is unknown. It was reported that there was no pt injury.